Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of eosinophilic peritonitis in a patient subsequent to dianeal-n pd-2 1.5 therapy for peritoneal dialysis. Dianeal therapy was ongoing throughout the event. On (B)(6) 2012, the patient was hospitalized for a scheduled introduction to dialysis therapy. On (B)(6) 2012, the patient underwent a peritoneal dialysis catheter insertion and began dianeal therapy. On (B)(6) 2012, the patient was experiencing cloudy effluent. The patient did not notice any symptoms. On an unreported date, the patient was diagnosed with eosinophilic peritonitis. Prednisolone treatment was increased to 10 mg/daily and the peritoneal cloudy effluent remitted. On an unreported date, the eosinophilic peritonitis was resolved. On an unreported date, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was possibly related to dianeal therapy. The author stated that he could not conclude dianeal as the cause.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.